Event description:
It was reported that three (3) hours after the start of continuous renal replacement therapy with a prismaflex m150 set, the pressure sensor ruptured and leaked blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.